Manufacturer narrative:
Machine service history review revealed that no analogue events occurred since unit installation in 2014. No information about cleaning and disinfection procedure were provided despite duly requested during the follow-up activity conducted for the only other event notified by this customer on a different serial number of heater cooler complained for a problem correlated with the disinfection practice. Consequently, it is not possible to confirm whether device is cleaned regularly according to the instructions for use. Based on the information currently available, the specific root cause could not be clearly determined. Livanova has implemented a strategy to progressively decrease the probability of bacteria grow in the hc device by applying multiple measures implemented over the past few years through dedicated CAPA 2and field action. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Event description:
Livanova deutschland has received a report that, after performing the new bleach disinfection procedure, the 3t heater cooler resulted positive to mold (fusarium sp.). There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no known patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H10: livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in france. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.